Event description:
Holter monitor was noted by staff to malfunction on subsequent patient, after returned by previous patient. There was no apparent adverse effect on either patient. Sent to clinical engineering and the manufacturer was notifieddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, performance tests performed. Results of evaluation: mechanical problem, telemetry equipment. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.